Manufacturer narrative:
Cause of event and conclusion updated with raw data analysis information: raw data analysis was completed on (B)(4) 2013. The review of raw data and histograms did not indicate any system malfunction. The two runs for the sample with low cbc (complete blood count) results have similar results. Replay with software version 2.0, the algorithms produced optical wbc (white blood cell) from differential and nrbc (nucleated red blood cell) modules. These optical wbcs are consistent with the cbc wbc. For example, in run 1 of the low cbc results sample, the wbc from cbc is 1.4. The optical wbcs from differential and nrbc modules are 1.5 and 1.2, respectively. These findings indicate that the cell concentration in the test tube was indeed low. The cause for the erroneous results could not be determined.

Manufacturer narrative:
On (B)(6) 2013, low wbc (white blood cell), rbc (red blood cell), hgb (hemoglobin), and hct (hematocrit) results without instrument generated specific messages were obtained on initial run for a single sample. A slide (manual smear) was made for confirmation of the low (critical) plt (platelet) results recovered by the instrument; results from the dxh 800 automated count agreed with the manual smear estimate. No manual differential review was performed on the sample; only a manual plt estimate was completed. As indicated by the customer, there were no plt clumps seen on the plt smear estimate. As per submitter, there was also a delta check from the lis (laboratory information system) associated with the patient results; however, the customer did not follow up on the delta check and the results were released after the customer verified the sample by smear plt estimate and ensured that the sample integrity was not compromised (customer checked for clots and ensured sample amount was adequate for testing). On (B)(6) 2013 due to the critical results reported out of the laboratory, the patient was admitted to the same hospital facility and received a transfusion of a unit of packed red blood cells around 5 pm on this day. Information concerning the patient condition post transfusion was requested; however it was not provided. The laboratory became aware of the transfusion related issue in (B)(6) 2013. There was no pre transfusion cbc (complete blood count) order or hemoglobin and hematocrit (h/h) for this patient to confirm the initial results recovered. A post transfusion cbc was ordered on (B)(6) 2013, which also triggered a delta check with the lis; there was no follow up on this delta check by the laboratory either, and the results were released without further confirmation. There was another sample from the patient run post transfusion on (B)(6) 2013. Per conversation with the customer, the patient was considered to have received an unnecessary blood transfusion based on cbc results recovered a few hours after transfusion, which showed the patient wbc, rbc, hgb, hct and plt results improved greater than 5% after receiving only one unit of packed red blood cells. Raw data was collected and analysis is pending. Evaluation of product labeling: per instructions for use pn629743ag, beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms.

Event description:
The customer reported running a sample on the unicel dxh 800 coulter cellular analysis system which recovered abnormal low critical results, and based on the results recovered for the sample, the patient received an unnecessary blood transfusion. The customer indicated that results obtained on the dxh800 for a single sample run in duplicate on the dxh800 on (B)(4) 2013 were erroneous.